Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 700 mg/dl. The customer was treated with intravenous drip and fluids in the hospital. The customer was assisted with troubleshooting and reported that blood clot was developed at the base of the infusion set. The customer also reported that the insulin pump had no delivery. The insulin pump will not be returned for analysis.